Event description:
A report was received that the patient's lead showed high impedances. The patient underwent a lead revision wherein the physician replaced the leads due to suspected fracture. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70 sn (B)(4). Device evaluation indicated that the lead passed visual and mechanical tests performed. The complaint was confirmed. X-ray inspection revealed the weld for distal electrode #3 was fractured at the weld site. Sc-2218-70 sn (B)(4) device evaluation indicated that the lead passed mechanical test performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 6 inches from the distal end, where the lead appeared to have been sutured. All cables except #1 and #5 were broken or severed at this spot. The fracture site is 1 centimeter from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes or movements. The completely severed cables were the reason for the high impedances observed.

Event description:
A report was received that the patient's lead showed high impedances. The patient underwent a lead revision wherein the physician replaced the leads due to suspected fracture. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.